Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inflammation and edema. The physician noted exposure of the lead and lead extension connection. The patient underwent a wound washout, debridement and relocation of the implantable pulse generator (ipg). The patient was also administered antibiotics. Additional information received indicated that the patient was administered clindamycin and was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7101056. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7093057.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inflammation and edema. The physician noted exposure of the lead and lead extension connection. The patient underwent a wound washout, debridement and relocation of the implantable pulse generator (ipg). The patient was also administered antibiotics. Additional information received indicated that the patient was administered clindamycin and was doing well. Additional information was received that the patient underwent an additional wound wash as the extension was re-exposed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7101056. Product family: dbs-linear leads upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7093057.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inflammation and edema. The physician noted exposure of the lead and lead extension connection. The patient underwent a wound washout, debridement and relocation of the implantable pulse generator (ipg). The patient was also administered antibiotics.